Event description:
It was reported that during an open case while performing the right atrial isthmus lesion at the tricuspid valve, there was a pop and a hole was noticed in the atrium. The hole was repaired with suture. The patient is doing well with no further consequence.

Manufacturer narrative:
Evaluation summary: performed an evaluation of the device. Upon visual inspection, it was noted that there were not significant differences between the returned max1 and a new max1 device. A side-by-side functional comparison test was conducted comparing the returned product to a new max1 (batch #8393). The test, documented as atricure, confirmed that the device operated normally and that the lesion formation was not significantly different. No anomalies were found with the returned device. The device history record was reviewed. No anomalies were noted related to this event.